Manufacturer narrative:
Analysis was able to confirm that the stylus was not responding on the touchscreen xy -board . The xy board was replaced . Analysis also identified that the upper and lower bullets were missing . The cord bay was broken . Both upper hinges were damaged. The keyboard was also damaged . The keyboard hinges were broken., both keyboard sliding rails were broken .latches of rear display cover were broken/cracked. The medtronic logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair due to issues with the touchscreen and the header. There was no patient involvement.